Manufacturer narrative:
The explanted device has returned to medtronic for eval. Investigation is currently in progress. A review of the device history records found no documentation to indicate a non-conformance to specification.

Event description:
It was reported that a pt reported to have "severe osteoporosis", underwent a second revision surgery in 2008 to remove a broken rod. The initial surgery was a one level plif which was then revised. The second revision included screws, rods with a crosslink over multiple levels with kyphoplasty cement at multiple levels. It was also noted that the surgeon communicated that the pt's poor bone quality may have been a contributing factor. No pt complications were reported.